Event description:
It was reported that there has been repeated lead warnings on ventricular lead. It was noted there was low impedance and ventricular lead impedance is higher unipolar than bipolar now. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4524-53, implantable pacing lead, implanted: (B)(6) 1995. (B)(4).